Event description:
It was reported, that the patient presented for a follow up in clinic. It was noted, that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. The patient was stable before, during and after the procedure.